Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of compromised forced sensor alarm on their insulin pump. The customer's blood glucose was 342mg/dl. Troubleshoot was conducted and found six motor error alarms in the device's alarm history. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.